Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system displayed noise on all three channels. All lead measurements are within normal limits. It was further reported that the oversensing resulted in an inhibition of pacing. The patient reported feeling 'funny' but otherwise was not symptomatic.